Event description:
Robotic instrument vessel sealer was in use, suddenly it stopped working. The internal cable was noted to be exposed. Ref # (B)(4), lot # m10171211, and expiration date 12/31/19 . No damage to patient was noted when instrument stopped working. During case, the vessel sealer stopped working. Upon inspection, wires were identified as being exposed in the cable. The device was removed from the operating room. The case continued with no further issues. No harm to patient. Was disposed of and not available for return.